Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported a failed battery alarm from the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer stated that the pump fell out of its case and hit the floor. The screen immediately went blank and a weak battery occurred. A black dot also appeared and an empty battery signal went on. The customer was advised to disconnect from the pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to perform displacement test. The response showed 82 units left and customer estimated at 100. The customer was advised revert to a backup plan until replacement battery cap arrive.